Manufacturer narrative:
(B)(4). Additional information: photographic analysis was performed. Based on the photographic evidence a cause of the complication cannot be determined. The physical analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). A photograph was returned for review. The assumption is that there are two different anvils in the pictures, the first fire with alleged missing washer and the second fire with cut washer. There is the possibility that the washer in the first firing could have been caught in the device and not the anvil. There is a 100% visual inspection by an optical robot completed on the manufacturing line before being packaged. It is highly unlikely that the device was shipped without a washer installed. Unfortunately, the pictures do not show the end of the device to ascertain if the washer was present there. Additionally, the sample of the donuts shows the topmost sample in the picture to be much larger than the other. This could be due to an overstuffing of tissue between the anvil and device. This could also lead to the washer being pulled into the device during firing. Based on the photographic evidence a cause of the complication cannot be determined.

Event description:
It was reported ¿operation was an anterior resection but not very low. All went well but when the ils stapler was fired, they heard the ¿crunch¿ but it was ¿not the same as usual¿. The device then would not come out of the bowel and they had to release the tissue by unwinding the anvil from the gun and then unclipped the anvil from the gun. The staples had formed fully and correctly and on looking at the rectal aspect of the anastomosis via sigmoidoscopy, they were able to see a partially formed donut that could not be extracted. The colonic part of the anastomosis was not cut at all. When they inspected the anvil and the gun, they did not find any washer at all. They also looked into the abdomen to ensure that the washer had not fallen out into the abdomen. The procedure was completed by using another ils stapler to create an anastomosis distal to the original site. The original anastomosis was excised. There was no harm to the patient.